Event description:
It was reported that sometimes post a chronic catheter placement, the catheter allegedly had a bulge. It was further reported that the catheter was allegedly found to be ballooned. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross visual, tactile, functional and microscopic evaluations were performed on the returned device. The catheter was gently stretched, and abnormal elasticity was felt throughout. Upon infusion, ballooning was observed on the extension leg, proximal to the clamping sleeve while what appeared to be thrombus exited the distal end with water. A longitudinal split was made on the extension leg where ballooning was observed, for further investigation. No damage was noted on the inner lumen. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks, a leak was observed exiting the distal end of the clamping sleeve. Therefore the investigation is confirmed for the reported catheter ballooning issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, the catheter allegedly had a bulge. It was further reported that the catheter was allegedly found to be ballooned. Reportedly, the catheter was removed and replaced. There was no reported patient injury.